Event description:
The customer reported that backflow from the secondary bag was observed immediately upon starting a secondary infusion of oxycycline. Drops were falling more quickly than expected in the secondary drip chamber and the fluid level in the primary drip chamber rose. No patient harm or medical intervention occurred. No further patient/event information was reported. Manufacturer's report number: 9616066-2015-00185. Manufacturer's report date: 03/05/2015. (B)(4).

Manufacturer narrative:
Manufacturer's report date: 03/05/2015. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.